Event description:
It was reported that on (B)(6) 2003: the patient presented with a preoperative diagnosis of lumbar degenerative disc disease and lumbar l5-s1 and l4-5 disc protrusions. The patient underwent a lumbar epidural steroid injection and lumbar epidurography. No complications were reported. (B)(6) 2003: the patient presented with a preoperative diagnosis of low back and leg pain, and lumbar degenerative disease with lateral recess stenosis. The patient underwent an exploratory left l4-5, l5-s1 hemilaminotomy and foraminotomy with the operating microscope. No complications were reported. (B)(6) 2003 : the patient presented with the following preoperative diagnoses: severe degenerative lumbar disc disease with left lower extremity radiculopathy; status post left l4-5 and l5-s1 lumbar laminectomy with foraminotomy; lumbar discogenic pain syndrome. The patient underwent the following procedures: l4-5, l5-s1 anterolateral interbody fusion with rhbmp-2/acs; left l4-5, l5-s1 hemilaminectomy with foraminotomies, bilateral l3-4 hemilaminotomy and rightl4-5, l5-s1 hemilaminotomies with foraminotomies; harvest of left posterior superior iliac crest bone; placement of bilateral l4,5 and s1 pedicle screws and rods; bilateral l4 to sacrum posterolateral fusion using autologous bone; intra-op fluoroscopy and emg/nerve monitoring. Per the op notes, at l4-5, a femoral ring was placed with rhbmp-2/acs inside the center. This was countersunk approximately 3mm. The same procedure was performed at l5-s1. Of note, the wound was copiously irrigated with bacitracin irrigation before placement of rhbmp-2/acs. (B)(6) 2003: the patient presented with low back pain , a little left thigh pain, numbness, and tingling. X-rays show excellent anterior interbody fusions. His instrumentation looks good. His posterolateral fusion is progressing. (B)(6) 2004: the patient presented with some back pain and a little burning in the left leg. X-rays show well placed grafts anteriorly and posterolaterally with well placed instrumentation. (B)(6) 2004: the patient presented with a little back and occasional twitch of leg pain, however, he is doing very well. X-ray shows a maturing fusion with well-placed instrumentation. (B)(6) 2004: the patient was discharged from physical therapy. (B)(6) 2004: the patient called in stating he was still in a great deal of pain. (B)(6) 2004: the patient presented with tingling in the left anterior thigh. The doctor states this is due to some inflammation of the left lateral femoral cutaneous nerve root. X-rays show a great looking fusion of l4-5 and l5-s1. (B)(6) 2004: the patient presented for x-rays of the chest. Impression: no acute chest disease. (B)(6) 2004: the patient presented for x-ray of the lumbar spine. Study shows a view of the lumbar spine shows removal of the pedicle screws from the l4-s1 levels and their posterior rods, there is good fusion across the l4-5 and l5-s1 level. The disc space remains straight, and there is no sign of instability. (B)(6) 2004; the patient presented with a preoperative diagnosis of back pain and status post 360 degree l4-5, l5-s1 fusion. The patient underwent an exploration of fusion mass, removal of instrumentation, and epidural neurolysis. Findings: a very fine fusion, the instrumentation was well incorporated and had to be drilled out, the screws were firm. (B)(6) 2004: the patient presented with minimal back pain and is improving after removal of instrumentation. The patient reports a little tingling in the left thigh. X-rays show an excellent fusion at l4-5 and l5-s1 with appropriate removal of all instrumentation. (B)(6) 2004: the patient called in stating he had some swelling along the incision and some marble like swelling over the incision. (B)(6) 2004: the patient presented for wound examination. Wound was found to be healing well. (B)(6) 2004: the patient presented with back pain and numbness and burning in the left anterior thigh. X-rays reviewed show good removal of his instrumentation with an excellent l4 to the sacrum fusion. (B)(6) 2004: the patient presented with chronic burning in the left anterior thigh.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2003 the patient underwent lumbar epidural steroid injection and lumbar epidurography. On (B)(6) 2003 the patient was presented for office visit with low back pain. He reported during the physical examinations that he had some subjective weakness in the leg and foot when he walks a lot. He also underwent xrays of lumbar spine: no complication was reported. On (B)(6) 2004 the patient underwent xrays of the lumbar spine. Impressions: lateral view of the lumbar spine shows removal of the pedicle screws from the l4 through s1 levels and their posterior rods there is good fusion across the l4-5 and l5-s1 level. The disc spacing remains straight. There is no sign of instability.